Event description:
It was reported that when a patient presented via remote transmission, non-sustained rv oversensing episodes were observed. Upon review of session records, a low level, high frequency noise that was inhibiting pacing on the rv lead was seen on stored egms. Programming changes were discussed. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored..